Event description:
Same event as MFR report #: 6000130-2007-00069. It was reported that during preparation for a pci procedure, the pt2 guide wire broke. The lesion to be treated was loaced in the 90% stenosed and calcified left anterior descending (lad) coronary artery. During unpacking from the dispenser coil, the distal segment of the guide wire was kinked. The physician attempted to fix the kink and the guide wire broke. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.